Manufacturer narrative:
Concomitant products: 250ml baxter bag, din 00060348, lot w6j11c2, exp jan 18, 5% dextrose; 1000ml baxter bag din 00060208, lot w6l01a1, exp jun 18, 0.9% sodium chloride injection ; therapy date (B)(6) 2017. The customer¿s report of a free flow of secondary medication was confirmed to be backflow from the secondary to the primary. Visual inspection of the set identified no anomalies. Functional testing resulted in back flow indicating a faulty check valve. Supplier testing of the component revealed the presence of a pvc particle between the housing seal and the diaphragm. The cause of the check valve failure is a particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while administering 250ml of kphos via a secondary line, when unclamped the kphos free flowed despite the drip rate set on the pump. Clamp closed and replacement of secondary line done, but the same incident occurred. Infusion stopped and primary IV tubing that was infusing 1l of an unspecified solution was changed and reattached secondary line. Infusion run appropriately post primary tubing change. There was no patient harm.